Event description:
It was reported that the lead exhibited oversensing and loss of capture. It was noted that the lead had been mistakenly implanted in the coronary sinus. The lead was successfully repositioned into the right ventricle. The patient had no adverse effects.

Manufacturer narrative:
.